Event description:
The customer reported to olympus that it was possible that an unknown scope model was reprocessed after it was discovered that the water filter of the olympus endoscope reprocessor (oer-4) was replaced every two months at the facility's discretion and the replacement deadline had passed. It was unknown if the scope was used clinically after reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The exact scope model was not provided and the device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported endoscope being reprocessed in an oer-4 reprocessor with an expired water filter could not be determined, as the device was not returned to olympus for evaluation, however, it is likely that the issue was due to user mishandling since the water filter had not been correctly replaced. The event can be detected/prevented by following the instructions for use which states: instructions, operation manual chapter 7 routine maintenance section 7.2 replacing the water filter (maj-2318). The replacement frequency recommended in the instruction manual is at least once a month periodically. Olympus will continue to monitor field performance for this device.